Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, some episodes recorded in the device memory showing atrial noise oversensing were classified as atrial fibrillation. Since the 2-second pause criterion was not reached, the device, which was programmed in safer pacing mode, did not switch from aai to ddd. As a result, the patient's heart rate was low, which could have been symptomatic. Preliminary analysis revealed that the observed atrial noise oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials. Nevertheless, the beginning of an atrial lead issue cannot be excluded.

Event description:
Reportedly, some episodes recorded in the device memory showing atrial noise oversensing were classified as atrial fibrillation. Since the 2-second pause criterion was not reached, the device, which was programmed in safer pacing mode, did not switch from aai to ddd. As a result, the patient's heart rate was low, which could have been symptomatic. Preliminary analysis revealed that the observed atrial noise oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials. Nevertheless, the beginning of an atrial lead issue cannot be excluded.

Manufacturer narrative:
D3 - g1 corrected. Please refer to the attached analysis report.